Event description:
It was reported that during a coronary stent procedure, the physician was unable to deliver the stent. Upon removal, it was noted that the stent strut was sticking up. No pt injuries or complications were reported.